Event description:
It was reported that prior to an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and exhibited a message saying not to implant the device. The s-ICD was never used or in service. No patient involvement was noted.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.